Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the angio-seal device was unpacked, it was found that the inserter was not properly fixed to the dispenser hoop and the guidewire was deformed. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The physician had completed the training process on the device prior to this case. The procedure before deploying the device was coiling for va dissociation. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the right inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angioseal vip was returned for product evaluation. All the components were returned for evaluation. The polyfoil pouch was opened only through halfway. Upon visual inspection, the outer protection for the guidewire was not returned. There was a deformation observed near the distal tip of the guidewire. No anomalies were observed on the sheath, locator or the carrier tube assembly. The complaint could be confirmed for kinked guidewire. No conclusion can be drawn to the cause of the damage observed as the guidewire protector was not returned. No anomalies or deformations were observed on any other components. The device was in conforming state when released from terumo control. There is no indication that manufacturing issues led to this event.